Manufacturer narrative:
The investigation found damage to the exposed soft cannula. The soft cannula was stretched out of spec. It is unclear when the damaged occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. The received device had the cannula assembly fully deployed. While damage was found, the reported event of a dislodged cannula could not be determined. The adhesive pad was not returned with the device. Fibers are present at the bottom housing well sites indicating the adhesive pad was once securely attached. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 419 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the patient changed out the pod and gave correction bolus.